Manufacturer narrative:
This regulatory report was previously submitted on 22-feb-2018 as regulatory report # 3006340236-2017-00024 ¿ 1 with "follow-up" marked. Per request, it is being resubmitted as an initial report. After being removed, the implant was disposed of. Therefore, the product was not returned for evaluation. Per titan spine tc surgical technique guide and endoskeleton tc IFU, it is required that any surgery using endoskeleton tc implants must also include some form of supplemental fixation. It is expected that the surgeon's failure to add supplemental fixation in the original surgery contributed to the implant post-operative dislocation seen in the fluoroscopic images. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an endoskeleton tc implant (6 degree lordotic, medium, 7mm) had displaced inside a patient's disc space after surgery. The initial surgery took place on (B)(6) 2017; the surgery was a two level acdf using two tc implants. One day after the surgery, on (B)(6) 2017, fluoroscopy images revealed that one of the two implant cages had migrated within the disc space after surgery. The patient was scheduled for a revision surgery which took place on (B)(6) 2017. During the revision surgery the implant was removed and disposed of, and a new implant was implanted along with an anterior cervical plate. There was no adverse effect to the patient.